Manufacturer narrative:
E1.: facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device had panel flashes. The issue was found, during a set up/inspection for use, before patient in room. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to failure of the mesh turret and filter turret, the phenomenon ¿front panel display blinks¿ occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.